Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole approximately 8mm distal from the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a shunt in the vein side. A 3.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, pressure was applied with the inflation device, but pressure could not be applied to this device. Balloon rupture was suspected, but it could not be confirmed where the rupture occurred. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a shunt in the vein side. A 3.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, pressure was applied with the inflation device, but pressure could not be applied to this device. Balloon rupture was suspected, but it could not be confirmed where the rupture occurred. The procedure was completed with another of the same device. No patient complications were reported.